Event description:
It was reported that the patient¿s device ¿all of a sudden stopped working.¿ the patient stated that her device had not been dead so that was not the reason it stopped working. The patient stated that she could adjust the device with the patient programmer but ¿could not feel anything from it.¿ the patient noted that she was normally on a low setting, so knew ¿something was not right.¿ the patient stated that the issue began ¿yesterday¿ and there had been no accidents, falls, or trauma since implant. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).